Event description:
It was reported the impedance of the coil on the right ventricular (rv) lead displayed a gradual increase. Additionally, a chest radiograph revealed the "shocking coil moved." Defibrillation testing was done and failed. It was decided to place a wearable external defibrillator vest on the patient. Programming the detection to off was suggested. Of note, the shocking coil was placed in the pericardial space at the time of implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.